Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable or unwilling to provide patient details.

Event description:
It was reported that during preparation for a stenting procedure, a hair was found in the device packaging. Therefore, the device was not used in the patient. There was no patient involvement.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The reported event of a hair inside the product packaging could not be reproduced as the sample was returned without original packaging and a hair could not be identified on the device. The provided photo showed the delivery system unpacked with a hair positioned in the area of the safety clip. However, the origin of the hair could not be determined. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A hair in the packaging may be production-related as the device could have been contaminated during the packaging process. However, the delivery system and the packaging are checked during quality control. As the subject device was returned unpacked without original packaging, the reported event could not be confirmed. Based on the information available, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is open or damaged." And "visually inspect the bard lifestar vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment."